Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was damaged to the cartridge. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 73 mg/dl..